Manufacturer narrative:
The reported events pneumothorax, infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pneumothorax, infection, and rupture.

Event description:
Healthcare professional reported unknown-side rupture, malposition, infection, pneumothorax, and "post-acute hemorrhage." The device status is unknown.